Manufacturer narrative:
This complaint is being reported due to the following conclusion: during a da vinci-assisted hysterectomy procedure, the surgical staff removed tissue that was adhered to the tip of a maryland bipolar forceps instrument. However, at this time, the root cause of why tissue was adhering to the instrument is unknown. It is also unknown if the adhered tissue was intended to be removed as part of the planned surgical procedure.

Manufacturer narrative:
Isi has reviewed the site¿s system logs with a procedure date of 05/15/2019. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted myomectomy procedure, the surgical staff removed tissue that was adhered to the tip of a maryland bipolar forceps instrument. However, at this time, the root cause of why tissue was adhering to the instrument is unknown. It is also unknown if the adhered tissue was intended to be removed as part of the planned surgical procedure.

Event description:
It was initially reported that during a da vinci-assisted gynecology surgical procedure, the tip of a maryland bipolar forceps instrument was adhered to tissue. The procedure was completed with a backup instrument and there was no reported injury. On 06/09/2019 and 06/10/2019, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event. Tissue was allegedly adhering to the maryland bipolar forceps instrument even without any energy activation. The surgical staff reportedly removed the adhered tissue after removing the instrument. It is unclear how the surgical staff removed the instrument and if the adhered tissue was intended to be removed as part of the planned surgical procedure. The site could not recall what type of tissue was removed. In addition, as a result of the event, the surgical staff encountered a "little bleeding" that was controlled immediately with coagulation from an unspecified energy instrument.